Manufacturer narrative:
The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed dialing alignment using dose knob zero alignment gage. Inpen passed displacement dose accuracy. Battery investigation was performed, and battery measured 3.027 volts. No battery anomaly noted. Inpen passed front cap investigation. In conclusion: inpen received working as design. No communication anomaly and all functions tested ok. Dose log/report data inaccuracy was not confirmed. Therefore, the patient concern of inpen not pairing to app or dose log inaccuracy could not be confirmed. Unable to obtain bond dates or battery percentages due to download (looker studio error). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the inpen was having a problem; it does not record the dose, and there is a connection issue between the inpen and the inpen application. The customer reported no adverse event. The event involved product(s) mmt-105nnblna and mmt-8060. Troubleshooting was performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. Mmt-105nnblna was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device. Product return is not applicable for the non-physical device mmt-8060.